Event description:
Info received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician found the bed exit tape switches were worn. He replaced the tape switches to repair the bed.